Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, intermittent audio output occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported intermiitent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted. A functional test was performed and it passed. The log was downloaded and there was no data within the investigation window. "Try it" manual tests were performed and the tests passed. The receiver case was opened for an internal visual inspection and it passed. Speaker audio intermittent tests were performed and the tests passed. The speaker resistance was measured and it registered within specification. The allegation was not confirmed. The root cause could not be determined.